Manufacturer narrative:
As the cause of death has not yet been reported by the site, this event is being reported in a conservative manner due to unknown relationship of the event to the device. The manufacturer is presently following up to determine the details of this event. When additional information has been received, appropriate investigative actions will be taken. Device disposition not presently known.

Event description:
The manufacturer was notified via the sure-avr patient registry of an event resulting in patient death, occurring on (B)(6) 2017. The device, a crown prt pericardial heart valve, was implanted on (B)(6) 2016. The cause of death has not yet been reported by the site, and the relationship of the event to the device is presently unknown.

Manufacturer narrative:
The complete manufacturing and material records for the crown prt aortic pericardial heart valve, model # cna23, s/n # (B)(4), were pulled and reviewed by quality engineering at livanova (B)(4). The results confirmed that this valve satisfied all material, visual, and performance standards required for a crown prt aortic pericardial heart valve at the time of manufacture and release based on the results of the document review performed, no manufacturing deficits were identified. Despite several attempts to follow up, the manufacturer was unable to obtain additional information about this event. Therefore, the cause of death and the root cause of the event remain unknown. Based on the information available to date, there is no evidence suggesting that the patient's death was related to a device failure, and there is no known device problem. Should further information be received in the future, appropriate investigative actions will be taken.